Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse followed up with the customer over the phone to address the reported event. The customer stated that they had resolved the issue by removing a test cup that was stuck in the incubator. No further issues were noted. No further action was required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 16aug2017 through aware date (B)(6) 2018. There were two similar complaints identified during the search period. The aia-900 operator's manual, chapter 8- troubleshooting - error messages was reviewed. 4153 c. Tran-z home overrun the aia-900 operator's manual indicates that the 4153 c. Tran-z home overrun error message is generated when the home sensor s062, which is not supposed to be activated after the cup transfer z - axis moves, was activated. No further operation will take place and an mf flag will be attached to the measurement result. The operator is instructed to contact the service department, check s062, check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the reported event was due to a test cup stuck in the incubator.

Event description:
It was reported that the customer received "4153 c. Tran-z home overrun" errors with their aia-900 analyzer. The customer attempted to troubleshoot by rebooting and performing the "all set home" command; however, the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for beta human chorionic gonadotropin (bhcg) and intact parathyroid hormone (ipth) .there was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.